Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, four resolute onyx des's were used to treat r-pda, rca and lad. One day post index procedure, the patient suffered elevated troponin. The investigator and sponsor assessed event is not related to device or to antiplatelet medication. The patient recovered. Cec adjudicated the event as non-q-wave mi (target vessel-lad), 3rd udmi peri-pci and commented diagonal branch occlusion.

Manufacturer narrative:
Patient is a former smoker with a history of hypertension and atrial fibrillation. If information is provided in the future, a supplemental report will be issued.